Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the handle of the device had no connection with the clip assembly and x-ray analysis was performed, it was confirmed that the yoke was detached from the control wire. Microscope examination was performed, and it was observed that activations had been performed. The clip was disassembled for further analysis and the bushing had hits in the hooks' surface. Dimensional analysis was also performed on the outside diameter of the bushing to further analyze the deployment issue, and it was confirmed to be within specification. A dimensional examination was performed between the hooks of the bushing, and side a was observed to be out of specification while side b was found to be within specification, confirming the deployment failure. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. FDA registration # mw5093378.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cecum during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip successfully deployed and adhered onto tissue; however, when the catheter was removed, the clip came off the tissue. No patient complications have been reported due to this event. Investigation results showed that the bushing had hits in the hooks' surface and bushing hook's side a was measured, and it was noted to be out of specification; therefore, this is now an MDR reportable event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.